Manufacturer narrative:
(B)(4) the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 15th and 16th distal stent segments with struts raised and overlapping. Slight deformation was evident to the distal tip. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavor resolute drug eluting stent to treat a severely calcified, moderately tortuous lesion with 80% stenosis situated in the rca. There are no abnormalities reported in relation to anatomy. No damage was noted to packaging, i.e.shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It is reported that stent deformation occurred in vivo during positioning/advancement. The physician completed the procedure with an unknown brand device. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury reported.